Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had not undergone a reboot for nearly a year. A technical support specialist verified that the update and reboot process was completed and ensured that the station was not configured for automatic reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system was down due to a windows update. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.